Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 420 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive while the insulin pump was against the customer's body. Button error troubleshooting was performed and unable to confirm if the time is advancing due to button error alarm. Customer also reported to have experienced a high blood glucose of 420 mg/dl. Customer declined high blood glucose troubleshooting and stated that he already treated. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The information provided in brand name and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump was received with no(act, up, escape and down) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, broken belt clip slot, stained end cap sticker and cracked battery tube threads.